Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient called in because they were trying to increase stim and were getting the poor communication screen on the 3037 programmer. Patient attempted to communicate w/ and w/out the antenna and got the poor communication screen w/ and w/out the antenna. They said they put new batteries in the programmer.  Patient said they have no control at all and are wearing depends. They said they started losing control a couple months ago and has continued to get worse. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from healthcare professional. It was reported that the cause of the poor communication on the 3037 programmer wasn't determined. Lfc stated the patient had generator replaced on (B)(6) 2022 with no complaints. No further complications were reported at this time. Additional information was received from the healthcare provider (hcp). When asked to clarify the statement "had generator replaced" the hcp explained battery replacement. The issue was resolved.